Event description:
It was reported that when the ventilator was connected to a patient, three technical error codes indicating disabled valves, patient category mismatch and internal memory error were generated. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).